Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6)2007 and a2dr01 ipg, implanted: (B)(6)2015. Product event summary: the partial lead in segments was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.